Event description:
It was reported that shaft break occurred. A 3.50 x 24 synergy drug-eluting stent was advanced to treat the lesion. However, when the stent was in place to be deployed, the balloon did not inflate. The device was removed from the patient's body and it was noticed that the shaft was broken. The procedure was completed with another of same device. No patient complications were reported.